Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: evaluation revealed that the bolus button is punctured and intermittently responsive. Viewed bolus button under microscope and found evidence of moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a punctured bolus button and the bolus button was intermittently unresponsive. This report is made based on results of investigation completed on (B)(6) 2016.